Event description:
Customer reported occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To address the issue, the customer changed the infusion set and cartridge before resuming normal insulin use. Reportedly, the customer was not cycling the cartridge during the load sequence which is considered off label use.